Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) in bipolar configuration with at five volts. Capture was observed in unipolar. This patient was pacemaker dependent at that time. It was questioned whether this patient could undergo a magnetic resonance imaging (MRI) if in unipolar. Ts noted this was not possible and suggested lead testing in bipolar in maximum output and to use electrocautery mode if the MRI is medically necessary with physicians discretion. This rv lead remains in service. No adverse patient effects were reported.